Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood in the wire lumen and contrast in the inflation. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 21cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 20mm in length target lesion was located in the mildly tortuous, mildly calcified, and 3.5mm in diameter left anterior descending artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilation but was unable to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.